Event description:
The customer reported that she was throwing up for two days and her blood glucose has been over 300mg/dl. The customer attempted to treat her high glucose level with the insulin pump, but her sugar level did not drop. Troubleshooting was performed. The time, date and bolus wizard settings were correct. The caller stated that the device alarmed no delivery while changing the infusion set, but she changed again and the issue was solved. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. During the call, the customer stated that she was not feeling good and she is going to an urgent care clinic to seek further assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.mfg. Report 1 of 2, medwatch report # 3004209178-2013-91043.mfg. Report 2 of 2, medwatch report # 3004209178-2013-91044.